Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2023-00471; 243-02-107, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to unexplained pain in back of knee. Did debridement and decided to revise femur only.